Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that they noticed small drops of liquid on top of pump. Upon investigation they noted nivolumab infusion was leaking (slowly) from around the secondary to primary line y port connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. The root cause of this failure could not be identified without a failure investigation.